Manufacturer narrative:
Lot #: suspect lot are dr19a30061, dr19b04064, and dr19a10055. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for an unspecified quantity of clearlink continu-flo stopcock and i.v. Solution administration sets, the set was not assembled in the packaging; the luer locks and valves were loose within the packaging. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device with suspect lot# dr19b04064 was manufactured on february 05, 2019. The device with suspect lot# dr19a30061 was manufactured on january 31, 2019. The device with suspect lot# dr19a10055 was manufactured on january 11, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.